Manufacturer narrative:
Attachment: [2016-04 exemption e2013036 submission_pah.xls]

Event description:
This manufacturer report is being sent as a requirement under summary reporting exemption approval number e2013036 for product code pah. Submissions for product codes otp and otn can be found under manufacturer reports numbers 3005099803-2016-01201 and 3005099803-2016-01203.